Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 81 alarm noted during testing. Successfully downloaded history files and traces using thump. Pump error 81 alarm was found in the traces on [09/11/2025 at 14:09:03.000] indicating that the power was granted to the motor microcontroller by the main microcontroller after the pump error 81 occurrence. In addition, the data shows the motor requested that the power turned on from the main microcontroller and the main microcontroller did not respond after the 500ms threshold, therefore generating pump error 81 which is expected. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. No pump error 43 or pump error 42 alarms noted during testing. However, pump error 43 confirmed in the pump history/trace files on [09/11/2025 at 13:55:21.000] and pump error 42 confirmed in the pump history/trace files on [09/11/2025 at 14:07:00.000]. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. No pump error 3 or pump error 63 alarms noted during testing. However, pump error 3 was found in pump history files on 09/11/2025 at 14:06:57.000 and pump error 63 (file number = 32143)(line number = 399) was found in pump history files on 09/11/2025 at 14:06:57.000. Pump error 3(file number = 2002)(line number = 1541) was the consequence of pump error 63 and were expected. Pump was cut open to perform visual inspection and found corrosion damage on the motor and moisture damage on the pcba 1 j5. Unit sc1-cap locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked belt clip rails, and cracked keypad overlay. Pump error 81 alarm was confirmed in the pump history due to a software race condition where multiple actions were trying to be completed at one time. Pump error 63 and pump error 3 were confirmed in the pump history files due to hardware issue. Alleged pump error 43/pump error 42 alarms confirmed in the pump history files on 09/11/2025 due to corroded motor home switch. Exposure to moisture confirmed on the pcba 1 j5 and motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported multiple pump errors like the customer received pump error 3 (the main arm cannot communicate with the motor arm), pump error 42 (drive count error boundaries exceeded after movement.), pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor.), the pump error 63 (hardware low level failures.) And pump error 81 (the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was.). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned.